Event description:
A us distributor contacted zoll to report that a patient developed a rash under the anterior pad of the lifevest equipment. Patient reported that they have sensitive skin, especially against metal. There was no alleged device malfunction contributing to the irritation. The patient¿s dermatologist prescribed a cortisone cream for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.